Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a detached sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother reported that the sensor wire detached when her toddler child; which is the patient, ripped it off the sensor pod. No additional event or patient information is available.